Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with an insulin syringe. The customer reports that the safety shield was being pushed forward to activate when the shield came loose and separated from the syringe. As a result, the clinician received a dirty needle stick. In response to this incident, a bandage was applied to the stick area and the clinician followed the facility's needle stick protocol which includes baseline testing for blood borne pathogens.